Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. D.4.: this is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the reported lot number 10641018. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend-related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process that related to the nature of the complaint. The root cause could not be determined. D.4.: this is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the reported lot number 10641018. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As initially reported by the consumer, stating that he found that there was more than one full lens in the package, later a layer of lens remained in the right eye. He also experienced irritation after lens removal in the right eye. The next day, he visited an eye care professional; no eye lesions or infections were noted. A consumer was prescribed dexamethasone and neomycin sulfate eye drops with a frequency of three times a day for an unknown period. Over the period of the next two days, a consumer experienced eye pain and loss of vision. On the fourth day from event onset, a consumer visited an ophthalmological emergency for a corneal abscess, and an identified lens layer remained in the right eye. A consumer was hospitalized, and treatment with piperacillin, amikacin, and vancomycin eye drops was started with a frequency of every hour for a corneal abscess in the right eye. A corneal sample was sent for microbiological testing. During the slit lamp examination, it was found that corneal opacification with pan corneal abscess was present, and a 3.5 mm hypopyon was identified. Vitreous echoes were performed, and vancomycin and ceftazidime were started through the intravenous route with unknown frequency and for an unknown period of time. The results of the microbiological test confirmed that the causative organism was pseudomonas aeruginosa. According to the antibiogram, a treatment of tobramycin and ciprofloxacin was started along with tobramycin eye ointment at night, acetazolamide, and diffusion therapy of potassium. A slit lamp test was again performed, and the beginning of healing of the upper ulcer was identified. A consumer was started with a treatment of potassium and sodium chloride therapy through the intravenous route with unknown frequency for an unknown period of time, along with potassium diffusion therapy through the oral route, tobramycin, and ciprofloxacin with a frequency of eight times a day for an unspecified period. A computed tomography, echos, and bacterial wash were performed. A consumer was treated with corticotherapy with a dosage of 60-40-20-10-5 for a period of ten days, fluoroquinolones through the oral route with an unknown frequency for an unknown period of time, and acetazolamide and amikacin were discontinued. A scleral observation indicated choroidal hyperemia or hemorrhage was identified. A scan was performed, and a decrease in pre-septal periorbital cellulitis, left exophthalmos, and persistence of panendophthalmitis with onset of posterior loss of eyeball sphericity was observed, and treatment of antibiotherapy through oral was started with unspecified frequency for an unknown period of time. A surgery of amniotic membrane graft was performed and consumer was discharged with a treatment plan of tobramycin and ciprofloxacin eye drops with a frequency of one drop eight times a day; tobramycin ophthalmic ointment with a frequency of one application at bedtime for a period of fifteen days; levofloxacin 500 mg tablet through oral route with a frequency of twice a day for a period of seven days; prednisone 20 mg tablet through oral route, with frequency of three tablets once a day for period of ten days, then with frequency of two tablets once a day for period of ten days, then with frequency of one tablet once a day for period of ten days, then discontinue; and another surgery of amniotic membrane graft is planned. Following the permanent loss of vision in the right eye, a possible corneal transplant in eighteen months¿ time may be envisaged. The current status of the consumer¿s eye was that symptoms were continuing at the time of this report. Additional information has been requested but not yet received.